Event description:
The customer was hospitalized with high bgs. Troubleshooting revealed the customer had a sinus infection and the basal rates were incorrectly programmed. Explained the impact of the programming and advised to monitor the pump closely.